Event description:
During a polypectomy in the colon, the physician used a cook endoscopy acusnare polypectomy needle tip snare. The snare became stuck. It is unk how the procedure was completed. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. A brief description of the complaint provided on (B) (6) 2008 by the rptr indicated the snare became stuck and this occurred prior to use. On (B) (6) 2008, another description of the same event was provided by the rptr. This description indicated the product malfunction occurred during the procedure and the description did not include a reference to the snare becoming "stuck". We have made several attempts to obtain clarification regarding these descriptions, but the information was not received. Reports of the snare becoming "stuck" to the polyp to be removed or difficulty with snare retraction during use (snare becoming "stuck" during retraction) are considered to be FDA reportable events. Therefore, this report is being provided out of an abundance of caution if additional information is provided, a follow-up medwatch will be submitted.

Manufacturer narrative:
Evaluation: our evaluation of the returned device was unable to confirm the report as it was described. The outer sheath has buckled and is torn near the handle. There is a kink approx 15cm from the handle and the distal end of the catheter is bent. However, these observations did not impede snare extension and retraction. During our laboratory analysis, the device was advanced through an endoscope that is in a curved position to simulate worst-case scenario. The endoscope has an accessory channel that is 2.8mm in diameter. The snare extended and retracted without difficulty upon exiting the endoscope. When the acusnare was tested with an ohm meter by touching the electrical pin and the snare wire, continuous conductivity was achieved. The acusnare and an active cord from shelf stock were subjected to a conductivity test with an ohm meter. The test verified continuous conductivity. (The buzzer of the ohm meter was continuous). The acusnare was then connected to an electrosurgical power supply unit and current was applied successfully. The snare cut and cauterized the sample as intended. The snare did not stick to the sample. No other observations were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been 2 reported occurrences similar in nature. Therefore, this report represents an unusual occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the laboratory setting and the product evaluation did not reveal a discrepancy that could have contributed to the report of a stuck snare. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we can not reproduce the actual conditions of device usage. While clinical conditions are not the sole determining factors, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: information provided with this report indicates the product was used past the expiration date listed on the product label. The instructions for use provided with this product contains the following note "inventory rotation of sterile product is essential. Verify the expiration date on the package label of sterile devices prior to using the product. If the expiration date has lapsed , do not use or resterilize the device." Buckling and tearing of the outer sheath can occur if the device experiences excess pressure during use or general handling. Prior to distribution, all acusnare polypectomy needle tip snares are subject to a visual and functional inspection to ensure device integrity. The functional inspection includes extending and retracting the handle to ensure smooth extension/retraction of the snare. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The product was used post expiration. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calculation, no action is warranted at this time. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.